Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number were provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400685456. The investigation is ongoing at this time. Bbmi has received correspondence from a customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore bbmi will report this event as a product problem for this instance only. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: clevedipine infusion kept alarming air in line. No air bubbles seen, but re-primed tubing multiple times, changed tubing (anti-siphon valve on), changed channels. Pt became hypertensive and required IV push of labetalol to control blood pressure.